Event description:
A (B) (6) female patient, who had open abdominal surgery twice, underwent aaa repair on (B) (6) 2010. The patient's anatomical form was suitable for endovascular repair and the procedure was conducted as labeled. Post deployment angiography showed a type iii endoleak from the main body. Then an iliac leg graft was additionally placed in the ipsilateral overlap site. The endoleak was reduced but remained. On (B) (6) 2010, resolution of the endoleak was confirmed by echocardiography and the patient was discharged from the hospital.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. Each endograft is examined for damage, foreign matter, or holes. Stents must be clean and free of any damage or foreign matter. Without images or additional information, it is difficult to determine a root cause. It is possible an endoleak through a hole in the endograft could resolve spontaneously, especially after the anticoagulant diminished. However, we are unable to determine the severity of the reported endoleak. Disconnection of the stent grafts or torn graft material will most likely result in intervention. As with all endoleaks, it is important that the treating physician follow the patient's endoleak appropriately, and provide further treatment if the physician feels the patient is at risk of ongoing sac pressurization, aneurysm growth, and possible rupture. The complaint correspondence indicated that the endoleak was resolved upon follow-up. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no additional actions are required at this time.